Event description:
It was reported that the pt expired in 2007, approx 1 day post-op due to unk reasons. At the time of the pt demise, the pt had another device implanted in the mitral position. Please refer to medwatch number 6000002-2008-08163. This pt additionally had ring repair on the tricuspid valve that was explanted and replaced with the device indicated in this report. Please refer to medwatch number 6000002-2008-08166. Two follow up attempts were made obtain additional info concerning the reported event. No other info was forthcoming.

Manufacturer narrative:
Device not returned. Reportedly, at the time of implantation of the device, the pt had tricuspid valve repair involving a model 4900 28mm that was explanted in 2008. The reason for the explant is unk; however, it was replaced with the model indicated in the report. The pt had a replacement heart valve implanted. Please refer to medwatch numbers 6000002-2008-08166 and 6000002-2008-08163.